Event description:
The facility rep reported a low battery. Information was no provided regarding whether or not the failure occurred during an infusion. Although baxter attempted to obtain info, details were not available regarding add'l contact info. The hosp rep did not have info regarding whether there have been any reports of any pt injury or medical intervention. No add'l info is available.